Event description:
Fentanyl drip was infusing while patient was in MRI. A leak was noted during the procedure and medication was noted to be on the floor. It was then noted that the entire bag of fentanyl was puddled on the floor.